Event description:
After two years of implantation, this ICD device was explanted because of reported oversensing in the ventricular channel; the leads which were connected to that device were also explanted.